Event description:
It was reported to philips that the footswitch had an intermittent issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that, when this issue occurred during clinical use, the procedures would be completed as planned; the user would press the foot switch again after which it function properly. A philips field service engineer (fse) inspected the system onsite and confirmed that the fluro button on the foot switch in the examination room occasionally did not work. Troubleshooting was unable to determine a root cause for the issue. The fse exchanged the exam room footswitch with a second foot switch that was kept in the control room and checked the functionality of this second foot switch. After swapping the foot switches, the system was returned to use in good working order. The codes were updated based on the investigation outcome.